Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in germany reported via a fisher & paykel healthcare (f&p) field representative that one of the prongs of an opt318 optiflow junior nasal cannula had broken off. There was no reported patient consequence.